Manufacturer narrative:
The complaint notification associated with this device described that the knee joint is not moving smoothly. The user did not fall, no serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this specific device was conducted at the manufacturer's after sales service center on september 29th, 2017. After evaluation we can confirm that one bolt in the upper posterior section of the knee joint was loose. Due to further usage of the knee joint with loosened bolt the frame was bent. An exact reason for the loosening of the bolt could not be determined. In this specific case the failure did not lead to a fall and/or serious injury, but it could cause or contribute to a serious injury if it were to recur. Therefore, we report this failure according to guidance for industry and FDA staff on "MDR for manufacturers" chapter 2.15.

Event description:
Knee joint was sent in for repair. Customer stated that the knee joint is not moving smoothly. The user did not fall and sustained no serious injuries.